Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.

Event description:
It was reported that the pump battery could not be charged. Additionally, it was reported that occlusion alarms occurred. Customer changed supplies to address the issue. Customer reverted to an alternate method of insulin delivery. Customer's blood glucose was 164 mg/dl.